Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d274trk cardiac resynchronization therapy defibrillator implanted: 2012-(B)(6), product ID 419388 implantable pacing lead implanted: 2008-(B)(6), product ID 507652 implantable pacing lead implanted: 2008-(B)(6), product ID 694765 implantable tachy lead implanted: 2008-(B)(6), (B)(4).

Event description:
It was reported that the lead integrity alert (lia) of the right ventricular (rv) lead was triggered due to an increase in short interval counts (sic) and oversensing in the way of noise. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met and oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted that the lead failure predictor was triggered on 2013-(B)(6) for non-sustained ventricular tachycardia and short interval counts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.